Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the left ventricular (lv) lead was placed, the physician was unable to remove the guidewire from the lead. It was noted that the guidewire was folded backwards, and the physician applied force to remove the guidewire causing it to break. It was further reported that the distal portion of the guidewire was trapped inside the lead and the other part was located outside of the lead and inside the patient vein. The implanting physicians decided to leave the broken portion of the guidewire inside the patient. The lead remains in use. No patient complications have been reported as a result of this event.